Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with the thoracic lead. The patient's ipg would not communicate with external devices and was inoperable. Surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.